Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass procedure, while the device was being applied for small bowel resection, the device did not fire. The surgeon was able to press the green button, but was unable to squeeze the handle. They used a new reload with the same handle to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned products noted that the reloads were pre-fired and engaged in interlock. There were no staples protruding from proximal staple cartridge channels. Functionally the reloads were loaded into a post market vigilance instrument, the interlocks were overridden, and the reloads were applied to test media with proper staple placement and media transection. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.